Manufacturer narrative:
The received device had the cannula assembly fully deployed. Fluid could not pass through the complete fluid path, as the distal tip of the soft cannula was completely torn off. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours on the back. Hyperglycemia treated by patient with a manual injection of insulin (exact amount was not provided).